Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for a valve-in-valve implant within a non-abbott surgical valve. The valve was prepped and loaded per IFU and was use in conjunction with a 14f flexnav delivery system (ds). The patient had mild calcification and didn't have a horizontal aorta. The ds was advanced into the right femoral access (rfa) up and around the aortic arch. The physician started to unsheathe the valve slightly below the surgical valve, but was resheathed due to being too deep. The valve was unsheathed slightly higher and the valve descended to an optimal implant depth. At 80% the valve was checked in other fluoro projections, and the implant depth was at 3mm and determined to be satisfactory. On final deployment, the valve moved up above the annulus to -2mm ncc and there was a gradient of 30mmhg across the valve. There may have been some tension in the delivery system due to the wire not being pulled back enough. There was no snaring done and the decision was made to implant a 23mm non-abbott valve. Patient remained stable throughout. No additional information reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for a valve-in-valve implant within a non-abbott surgical valve. The valve was prepped and loaded per IFU and was use in conjunction with a 14f flexnav delivery system (ds). The patient had mild calcification and didn't have a horizontal aorta. The ds was advanced into the right femoral access (rfa) up and around the aortic arch. The physician started to unsheathe the valve slightly below the surgical valve, but was resheathed due to being too deep. The valve was unsheathed slightly higher and the valve descended to an optimal implant depth. At 80% the valve was checked in other fluoro projections, and the implant depth was at 3mm and determined to be satisfactory. On final deployment, the valve moved up above the annulus to -2mm ncc and there was a gradient of 30mmhg across the valve. There may have been some tension in the delivery system due to the wire not being pulled back enough. There was no snaring done and the decision was made to implant a 23mm non-abbott valve. Patient remained stable throughout.

Manufacturer narrative:
An event of migration and off-label use was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was approximately 3 mm, there was sufficient calcium to allow anchoring of the device in the opinion of the user. It was noted that there may have been some tension in the delivery system due to the wire not being pulled back enough. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. From the imaging received appeared to show the valve was initially below the annulus and then was above the annulus after release. The release of the valve was not shown; however, the valve appeared to have migrated prior to the delivery system nosecone removal through the valve. The valve appeared to be somewhat over-compressed when placed within the surgical valve; this may have contributed to the migration, as the navitor valve may have moved up to more fully expand. Based on the available information, the cause of the reported event could not be conclusively determined. The reported off-label use is due to the patient having an existing surgical valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. It should be noted that per the instructions for use (IFU), "the navitor transcatheter aortic valve implantation system is indicated for relief of aortic stenosis in patient with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be high or greater risk for open surgical therapy." As the valve was selected for use in a patient with an existing surgical valve, this is a deviation from the IFU. However, it was noted that the physician was aware of this deviation and contributes to valve in valve indication. Therefore, a letter will not be sent to address this deviation.